Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the reservoir had an air bubbles. The blood glucose at the time of the incident was 164 mg/dl. The customer states she had air bubbles between the o-rings. She was also drawing insulin from insulin pens, because she had too many. The customer was advised not to draw insulin form the insulin pens, because it can lead to air bubbles. Troubleshooting was able to resolve the issue prime the air bubbles out. However did happened on more than one sensor. The device will not be returned for analysis.